Manufacturer narrative:
In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive patient result with the ID now covid-19. Assay. Per the customer, one day after the positive ID now covid-19 result, the same patient went to a different lab which ran a real time-pcr which generated negative results. Additional information is unavailable at this time.